Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the resistance and broken tip was not determined. It was unknown if the resistance was anatomy-related or was their catheter resistance with another device. The anatomical location of the apollo tip was unknown. It was unknown if there was resistance when the apollo was being retrieved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was resistance in the distal end of the apollo catheter. The tip of the microcatheter was broken and the operation was successful after replacement. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing aneurysm embolization. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery.

Manufacturer narrative:
H3: product analysis as found condition: the apollo micro catheter was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. No other ancillary devices were returned. Visual inspection/damage location details: no damages were found with the apollo hub. No damages or irregularities were found with the apollo catheter body. The ldpe coupling tube was found damaged/kinked. The detachable tip was found still attached to the coupling tube. Solidified onyx was found on the detachable tip and within the tip. Testing/analysis: the apollo total length was measured to be ~172.8cm, the usable length was measured to be ~165.4cm, which is within specification (specification 165.0cm ± 2.5cm). The apollo micro catheter was flushed, and blood was flushed out of the hub. Water did not exit the distal end as it was found occluded. An in-house 0.010¿ mandrel was inserted into the apollo micro catheter, against high resistance and became stuck at ~140cm from the proximal end. Liquid and dried blood was pulled out with the mandrel. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was confirmed. It is likely the onyx became exposed to water, saline or blood causing the onyx to solidify and caused the occlusion. A large amount of blood was found proximal to the solidified onyx. It is possible insufficient continuous flush was used, causing blood to backflow up the micro catheter. In addition, during the procedure, the micro catheter would have been injected with dmso to remove any saline/blood/water prior to injection of the onyx. The customer report of ¿catheter separation/break¿ could not be confirmed, however, the micro catheter was found kinked. It is possible the kink contributed towards the resistance. Possible causes of catheter kinking are patient vessel tortuosity, guidewire removed aggressively, incompatible guidewire or delivery system or catheter entrapment. There is no evidence suggesting that the apollo micro catheter was defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.